Manufacturer narrative:
Should additional information become available, a supplemental record will be filed. User¿s manual review 1148112 rev. F (page 5) danger! Risk of injury or death this product is to be used as an oxygen supplement and is not intended to be life-supporting or life-sustaining. Only use this product if the patient is capable of spontaneous breath, able to inhale and exhale without the use of a machine. The oxygen concentration level of the output gas ranges from 87% to 95.6%. The oxygen is delivered to the patient through the use of a nasal cannula. When the demand for oxygen is detected, the oxygen is delivered through pulsed flow with pulse flow settings of 1 through 5. (Page 33) no breath detected alarm: continuous audible beep and red alarm indicator is on continuously (not blinking) upon start up. Xpo2 concentrator has not detected a breath for a predetermined time period (60 seconds). 1. Verify the cannula is connected, not kinked, properly positioned and you are breathing through your nose. 2. If the alarm continues, change to another source of oxygen and contact your equipment provider.

Event description:
The caregiver states the end users o2 sats are dropping as they increase the liter flow. She states the serial number was removed. She states the unit is running normal. She states the end user, when on the stationary concentrator at 3 lpm the o2 concentration is up to 95% and then when on the portable, drops below 80% at 5 lpm and she had to go to the ER for low o2 levels. The end user is (B)(6) years old and has a history of copd as well as a cold so not sure if the concentrator or her disease that caused the low o2 levels. Update from 12/14/2015 added by consumer affairs: end user was given oxygen in the ER due to low levels. Serial number was removed from unit and end user is not the original owner so no s/n is available. Caregiver is having provider service and check the portable unit but thinks it may be due to her breathing issues and cold that she cannot breath through her nose for the pulse flow portable to detect her breathing. She is using stationary concentrator until unit is serviced. No further information provided.